Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a occlusion (frequent/persistent) issue. It was reported that multiple occlusion alarms were emitted by the pump. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because this issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on april 13, 2018 with the following findings: the pump's black box showed multiple alarms due to a high force. The battery compartment was found to be cracked. The pump was able to perform the prime steps with no issues. The occlusion complaint could not be duplicated.